Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of compression fracture. It was reported that intra-op, after the first cage (lot: ca19k123) was inserted into intervertebral space, when an attempt was made to remove the inserter, the inserter could not be removed, and it seemed that the cage was about to come off together with the inserter, so the cage was removed. After the newly opened second cage (lot: ca19c075) was inserted, the inserter could not be removed as the same. Finally, it took about 20 minutes to remove the inserter, and the cage was continued to be inserted in the patient's body. Since physician asked for explanation, the sales rep explained the structure by opening the third cage (cat: 436120d) and showing the actual product. As per physician, may be inserter was overtightened. There were no patient symptoms/complications associated with the event.